Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air detected alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'constant 'air detected' alarm' was confirmed in the event history log (ehl) through multiple 'reload set!' Messages but was unable to be recreated during evaluation. Evaluation found to be caused by an out of specification upper and lower ultrasonic sensor readings. The ultrasonic sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.